Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.037.017, lot: l166732, manufacturing site: bettlach, release to warehouse date: 19 oct 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the drill sleeve 03.037.018 and the guide sleeve 03.037.017 were received with the reported condition of not easily fitting together. The visual inspection confirmed that the distal tip of the guide sleeve is deformed in a manner that the inner diameter is slightly reduced. In addition, the holding mechanism of the drill sleeve is slightly bent outwards. Both instruments show normal signs of use. Summary the complaint condition is confirmed as the drill sleeve and the guide sleeve do not slide easily into each other when putting together. Both instruments were manufactured according to the specification (03.037.018 in aug 2016, 03.037.017 in oct 2016). The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Also, the holding mechanism was checked per 100% before the drill sleeve left manufacturing site. After a visual inspection per guidance, it is determined that the reusable instruments are worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed customer quality (cq) evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Synthes employee. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during the surgery of tfna the sleeve didn¿t not fit well in the trocar. The screw does not run smoothly in the case and very stiff. There was no surgical delay. The procedure outcome and patient status are unknown. This is report 1 of 3 for (B)(4).